Manufacturer narrative:
Initial.

Event description:
It was reported that the patient with dementia removed the infusion site, resulting in missed insulin delivery for several hours; after the daughter performed an infusion set and cartridge change with agent guidance, the ilet later issued an occlusion alert and the patient again did not receive insulin, with a concurrent fingerstick blood glucose of 555 mg/dl. The implicated component was the insulin delivery set and cartridge. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem consistent with an improper or incorrect procedure or method related to infusion set and cartridge handling. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.